Event description:
It was reported that the right atrial lead was dislodged. The lead was undersensing; small p waves were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was a breach on the inner insulation due to pulling/stretching/overstressing and visual analysis noted apparent explant damage and lead stretching. Concomitant product: 5076, implantable pacing lead, (B)(6) 2010. (B)(4).